Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken wire on the monitor's electrode belt cable receptacle. However, once receptacle was replaced monitor was fully functional and passed all incoming testing. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged monitor.